Event description:
Samples of a pt's synovial fluid were received in this product. Morphologic smear showed a rod-shaped organism, but a culture and gram stain were negative. A week later the same organism was seen in a second pt's synovial fluid sample. The reporter feels that there may be dead organisms in the product, leading to reporting of misleading results.